Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a below the knee interventional stenting procedure. Reportedly, the proglide device was inserted but no pulsatile blood flow was seen. The device was repositioned but there was still no pulsatile flow. The device was removed and a second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.